Manufacturer narrative:
The manufacturer was aware of this event on (B)(6) 2017 rather than (B)(6) 2016.

Event description:
The following additional information was reported to gore: on (B)(6) 2017, a second re-intervention was performed and the inferior mesenteric artery (ima) was plug embolized. Following the treatment, the type ii endoleak was reported to have disappeared. On (B)(6) 2017, follow-up ultrasound examination found a slightly decreasing aneurysm diameter of 76 mm.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. If lot/serial numbers are obtained, the review will be included on the final report. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2011, the patient presented with an abdominal aortic aneurysm that was treated with gore excluder aaa endoprostheses. On (B)(6) 2011, a follow-up computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 58 mm. On (B)(6) 2012, a follow-up cta determined that the maximum diameter of the aortic aneurysm/lesion increased to 59 mm. Additionally a type ii endoleak originating from the inferior mesenteric artery (ima) was identified. On (B)(6) 2015, a follow-up ultrasound determined that the maximum diameter of the aortic aneurysm/lesion increased further to 68 mm. On (B)(6) 2015, the ima was coil embolized. On (B)(6) 2016, a follow-up ultrasound determined that the maximum diameter of the aortic aneurysm/lesion was increased further to 71 mm and that the endoleak was persistent. On (B)(6) 2017, a follow-up cta determined that the maximum diameter of the aortic aneurysm/lesion increased to 78 mm. The patient is being monitored.